Manufacturer narrative:
The investigation is ongiong and any additional information will be provided in a follow-up report.

Event description:
According to a journal article titled "postoperative left ventricular pseudoaneurysm", a patient underwent surgery for the implantation of a pericardial mitral valve, which involved the repair of a ventricular free-wall rupture. According to the report, the rupture was approx 2 cm x 2 cm and was repaired with a bovine pericardial patch and bioglue surgical adhesive. Approx 3 months after surgery, cardiac echocardiography revealed dehiscence of the patch and the patient underwent surgery for repair of the patch. Adhesions were noted in the pericardial space and a pseudoaneurysm, filled with thrombus, was also noted. The bovine pericardial patch and the bioglue had reportedly separated from the myocardium and were removed in this procedure. New patch material was placed and the patient was discharged with no additional complications reported.